Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the permanent cautery hook (pch) sparked while the surgeon was attempting to cauterize bleeding on the liver. The bleeding from the liver was expected surgical bleeding due to the inflammation of the gallbladder and dissection. The surgeon increased the cautery level to an 8 for the pch instrument to address the bleeding when the spark occurred. The spark came from the instrument's wrist, which was free of any patient tissue or structures. No injury to the patient occurred. The instrument was replaced with a backup pch instrument, which successfully addressed the liver bleeding with no further complications or issues. The blood loss was negligible. When the instrument was removed, the tip of the device was noted to be melted. The procedure was completed robotically; the patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.